Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch due to impedances out of range greater than 3000 ohms. During the threshold test there was no capture in the ventricle at 7 volts, but patient had underlying rhythm. After the test the patient experienced a headache. The lead was explanted and replaced with another device manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only 6 cm from the is-1 end of the lead was returned. A thorough evaluation of the returned portion of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The outer insulation integrity was unable to be tested due the partial return. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported high impedance values.